Event description:
It was reported that during a thyroidectomy procedure, the coating plastic melted during use of the device. They used another device to finish the procedure. No pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.